Manufacturer narrative:
(B)(6). (B)(4). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a there was a hole in the line of a clearlink system continu-flo solution set which resulted in leaking medication. The leak was observed during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a cut in the tubing near the second y-site. The cut was an irregular cut in a v shape. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.